Event description:
On (B) (6), 2010, the lay user/pt's wife contacted lifescan (lfs) alleging that the one touch ultrasmart meter displays error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue possibly began on (B) (6), 2010 at 11 am. The reporter indicated that the pt does not manage his diabetes with oral medication or insulin; however, after the alleged issue occurred, the reporter stated that the pt continued with his usual diabetes routine. Approximately two hours after the alleged issue occurred, the pt complained of feeling tired and sweaty. The reporter denied that pt received any medical intervention after the alleged issue began. At the time of troubleshooting, the cca verified that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. This complaint is being reported because the reporter claims the pt was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.